Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E3. Other occupation: (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, server communication was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had communication issue with server. A technical support specialist (tsc) reconnected the session and shared a bomgar session with user. After confirming network connectivity and adjusting the station¿s network adapter to 100 mbps half duplex, the station reconnected successfully. However, data sync ports 10000 and 10001 were found to be closed. Informed the distributor to have the client check the firewall and ensure these ports are open for es datasync. Tsc noted that the ticket had remained without a response for more than three follow-up intervals. Tsc proceeded to close the case as no response received.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, server communication was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.